Event description:
Respiratory therapist encountered flex tube self disconnected from the catheter without provocation. No patient harm however risk of splash to staff when device disconnected on it's own. This is a recurring problem across multiple lots at this facility. The manufacturer has been notified and product has been returned.